Manufacturer narrative:
The reported event was confirmed. A service technician evaluated the device and observed that the collet did not properly grip the pin. Upon disassembly, metal shavings and fibers were noted in the collet and the bearings were worn. The device was discarded by the manufacturer.

Event description:
It was reported that during service conducted at the manufacturer metal shavings were found in the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event